Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2003. Evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture at maximum output, high thresholds, oversensing, undefined high impedance, and a probable lead fracture. The patient was hospitalized and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.